Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a hypoglycemia coma with symptoms of a loss of consciousness, a seizure, and the customer was unable to self-treat. The customer had contact with a non-healthcare professional (daughter) who called the fire department for assistance. Upon arrival of the firefighters, the customer had contact with healthcare professionals (firefighters) who provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.